Event description:
Boston scientific received information that this pacemaker dependent patient had been experiencing intermittent dizziness. System evaluation in the physician's office noted noise on the right ventricular (rv) channel which could be re-created while manipulating the patient's shoulder and pocket. The noise was oversensed which caused pacing inhibition of four to five seconds. The caller noted pocket twitching during pacing. It was noted that the patient has had some shoulder reconstruction. No adverse patient effects were noted.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated the patient was being admitted and x-rays were ordered. The lead was reprogrammed to unipolar configuration which eliminated the noise. A revision procedure was performed and the lead was removed from service and replaced. The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific could not confirm the reported clinical observations. This product issue will be re-evaluated if additional information is received.